Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) and it was reported that the patient's original ins was replaced after about eight years and the replacement was done by another surgeon. Since that time she has had some local pain at the ins site. She has not been using her stimulator and her neuropathy has significantly improved. She now has neurologic issues and would like to purse mris and due to these issues wanted the ins removed. Upon physical examination the patient had local tenderness to palpation over right buttock and some mild bruising noted below her surgical incision. The spinal cord stimulator was removed on (B)(6) 2021. The issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was since date of implant the patient's ins was implanted too high and rubbed against their waistline all of the time. Due to the placement of their ins by dr. (B)(6) the patient was bruised and was developing an ulcer. The patient had really serious unrelated concussion issues and having MRI's was a difficult process due to their spinal cord stimulator. For these reasons, the patient is having their entire scs explanted on (B)(6) 2021.  Patient asked for no MDR follow up letters to be sent to them; the patient said they stopped calling patient services because of the follow up letters. Patient services specialist emailed registration to update patient will be explanted on (B)(6) 2021.